Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was prone to infections and had the implantable neurostimulator (ins) replaced due to infection.

Event description:
It was reported that since implant, a patient had been having burning sensation at the pocket site every time she turned the implantable neurostimulator (ins) on. Her nurse practitioner had changed the programs and turned stimulation down, but it still happened every time. The patient stated that it felt like acid was being poured on her. When the ins was off it was still sore. The patient had a device implanted on (B)(6) 2015 and since that night, she felt a burning sensation in her back. The patient called her healthcare professional and was told that it might be because stimulation was too high. Since implant, stimulation was in the wrong location and she felt stimulation in her back and not in her private area. She confirmed stimulation was on and the device was set on program 3 at 0.9 volts. The patient decreased stimulation to 0.1 volts and planned to stay there and see if the burning feeling was resolved. Ten days later, the patient was still having concerns with her device or therapy but was working with her doctor or manufacturer representative. She had an appointment on (B)(6) 2015. The patient was reprogrammed and had a urine culture sent. There wasn¿t a 50 percent or greater symptom reduction, and an event cause wasn¿t determined. The patient didn¿t experience a loss of stimulation and it was unknown if she experienced a loss of therapeutic effect. She had not recovered, the issue was ongoing, and she was to be seen in her healthcare professional¿s office the following week. The patient had been scheduled to meet with her doctor two to three weeks prior to (B)(6) 2015, but canceled her appointment. The doctor assumed the issue was resolved until seeing the patient on (B)(6) 2015. Speculation about infection had been put down, and the doctor didn¿t believe that was the issue. The day of surgery the patient had great impedance, but it was unknown what the impedances were at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q1gg, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).